Manufacturer narrative:
693565 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had dislodged from the target vessel into the main body of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.